Manufacturer narrative:
The complaint device was manufactured by bd. The part number or catalog number was not provided by the complainant and the lot number provided did not correspond to a first PICC but to a 18g (4fr) x 3.2 cm bd introsyte precision introducer. There was no patient injury. However, the cracked catheter was leaking and had to be removed and replaced in order for infusion to be continued. The product was not available for return as indicated by the per form related to this complaint, the catalog number was not provided, and the lot number was not correct. Therefore, a definitive root cause of the complaint was not determined. There are several potential causes for catheter leakage including damage to the catheter caused by user error such as taping over the catheter tubing, applying excessive pressure when flushing the catheter, etc. The IFU contains instructions that mitigate the risk of leakage which includes the following statements: never place tape over the catheter tubing. This will compromise the strength and integrity of the tubing. Never use force to flush the catheter if resistance is met." Catheters undergo 100% inspection during the manufacturing process to ensure the integrity of the catheter.

Event description:
(B)(4). The PICC (peripherally inserted central catheters) was installed in the patient on (B)(6) 2015. After being used for about 1 month and a half he had a crack in the hose. When testing reflux and PICC infusion before starting infusion of chemotherapy was distilled water leak through the hole.